Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2024-00367. A facility reported a cerelink monitor (ID 826820) stopped working. Monitor was connected to a cerelink sensor (ID 826850). No precipitating factor, disconnection for scan or calibration. " earthing wire¿ connected throughout. Sensor/cable failure displayed on the screen. The box and cable were changed. Still not working. Patient had intermittently high icps (intracranial pressures) so had to have a replacement sensor inserted.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h6, h11 investigation update: root cause update - based on the failure analysis, the cause of the problem stated to be mishandling and use related. Sensor ohms out of spec failure most likely caused from the damage to the catheter and internal wires from crimping.

Event description:
N/a

Manufacturer narrative:
The cerelink monitor was returned for evaluation: DHR - the batch record was reviewed for any anomalies or ncs, during production, related to the finished device. None were identified related to this report. Failure analysis - the monitor shows the correct values and it was tested with customer's icp extension cable. Therefore, the analog board is working properly. The battery door is broken and will be replaced. All internal components (the touchscreen, the analog board and the digital board) are the latest revision. The functional test and safety test according to manufacturer's specification have been performed, with acceptable results. The complaint could not be verified through failure analysis. Root cause - a potential cause of the reported failure may have been related to an unsecure connection point with the monitor.

Event description:
N/a.